Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements on the right atrial (ra) lead. The patient reported beeping tones. Additionally, atrial tachy response (atr) episodes were noted to have noise since the out of range measurements were recorded. The presenting electrogram (egm) also showed loss of capture (loc). This ICD recorded two signal artifact monitor (sam) episodes. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements on the right atrial (ra) lead. The patient reported beeping tones. Additionally, atrial tachy response (atr) episodes were noted to have noise since the out of range measurements were recorded. The presenting electrogram (egm) also showed loss of capture (loc). This ICD recorded two signal artifact monitor (sam) episodes. No adverse patient effects were reported. This device system remains in service.